Event description:
Hospitalized due to dka. Customer was advised to minitor customer's bg and treat with correction bolus thier current high bg. The pump appeared to be functioning as designed. Sales representative called to say that the md is requiring a replacement because they feel it is a pump malfunction.